Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the loop failed to extend out of the sheath. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Investigation results of flare detached. Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was kinked in the extreme of the strain relief. The device presented evidence of the flaring process. Functional testing could not be performed due to the flare detachment. The device investigation found that the flare was detached, this condition does not allow the device to be actuated. The most probable root cause classification for the reported failure could not be determined.